Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the display of the meter is defective. Caller stated there are blue, white and red strips and orange-brown blots on the display. No adverse event reported. Requested return of the alleged meter for evaluation.